Manufacturer narrative:
Case-(B)(4). Initial report. The appropriate device details were provided. The manufacturing records will be identified and reviewed. Additional information was requested, such as did the revision take place, xrays, operative notes, patient age, activity level and medical history, did the patient experience any trauma, was the correct follow-up protocol followed and an update on the patient post revision. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Apex revision after 18 months due to medial ligament laxity and subsequent instability. Explanted implants have not yet been replaced with new implants. Previously a revised apex with stemmed tibia. Requiring a hinged knee to support instability.

Manufacturer narrative:
(B)(4). Final report. The appropriate device details were provided. The manufacturing records were identified and reviewed. Review of the manufacturing records revealed no deviation of process or non-conformity of product that would have caused or contributed to the adverse event. The pre-revision xray was provided and reviewed: this xray is suggestive of medial laxity, but this could not be confirmed as no post-primary xray was provided. Additional information was requested, such as did the revision take place, xrays, operative notes, patient age, activity level and medical history, did the patient experience any trauma, was the correct follow-up protocol followed and an update on the patient post revision. This information was not provided. Based on this, no further investigation can be performed and the rootcause remains unknown. This case is now considered closed. If additional information is provided, the case may be reopened. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.